Manufacturer narrative:
The device log has been downloaded and analyzed. The log shows effects of internal voltage drops, which are typical for an increased power consumption of the gas mixer. It was concluded that sticky tappets of the mixer cartridges needed increased forces to be moved in their target positions. The increased power demand can result in voltage drops below the specified value. This is detected by the device-internal monitoring and a warmstart is triggered to restore ventilation. During a warmstart audible alarm is posted and the device briefly powers off and then back on. During this time (typically 8 seconds) an emergency-breathing valve is automatically opened to allow for spontaneous breathing and acoustical alarm is generated. If the warmstart condition still exists, the warmstart will be repeated. This corresponds to the reported observations of the users. Ventilating the patient with an alternate device may be considered necessary. The concerned device was manufactured in january 2007 and has (B)(4) hours of operation. The repair rate of the valves is within the range being accepted by the product-responsible team.

Event description:
It was reported that the device unexpectedly rebooted continuously while in use. The customer replaced the device. No injury reported.